Event description:
The following information was received on march 22, 2024, from the distributor. After the procedure, it was confirmed through ivus that the end of the stent was not fully expanded. Additional information was recieved from the distributor on march 27, 2024 the following was mentioned: 1. The delivery system can't be provided to the company for investigation. 2. The stent is implanted. 3. No extra force was applied to remove the sheath covering the stent. 4. No inflation difficulty was expiriensed. 5. There was no difficulty to crossing the lesion. 6. No resistance/unusual (abnormal) friction was noticed by the physiacian at any time. Additional information on april 04, 2024 1. Angio video concerning the complaint. 2. The physician inserted an additional balloon (during the same procedure) to inflate the under expanded part (of the stent). DHR review: device history record (DHR) review, conducted on april 03, 2024 indicated the device was supplied meeting its specification.

Manufacturer narrative:
On may 01, 2024 areview of IFU for customer complaint was performed - no deviation was reported. Final complaint report signed on may 12, 2024,revealed the following conclusions: a. The review of the DHR (device history record) of lot # lnrkr0787a indicates that the product was supplied meeting specifications b. Medinol didn't receive the device back, therefore our ability to investigate the incident was limited. C. Stent underexpansion can have two causes: the nature of the lesion: it occurred into the lesion part that was the tightest and the most heavily calcified. Wrong impression of stent underexpansion because of the interference of some other artefacts that can be seen on the ivus. Pc balloon postdilatation both angio as well as ivus images demonstrate a well expanded and apposed stent. D. According to distributor report, the physician introduced a new balloon and inflated the underexpanded part after seeing it, which can explain the artefacts seen on the ivus and also the fact that the stent is well expanded on pc balloon postdilatation images. E. The event of this complaint is addressed in the elunir dfmea report, and the risk remains low. No new risks were identified. F. There was no injury to the patient.